Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. It was reported that prior to the tones, the patient had external cardioversion due to atrial fibrillation at another hospital. The device was interrogated and varying shock impedance measurements on a competitor's right ventricular (rv) lead were observed with some measurements being greater than 125 ohms. A chest x-ray was obtained but was unremarkable. Current shock impedance measurements are within range. No adverse patient effects were reported. No surgical intervention was performed and the patient will be monitored.